Event description:
Philips received a complaint by the customer on the v60 indicating that a patient disconnect alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a patient disconnect alarm that had occurred. A patient was connected to the device, but the device was being configured for use. The reported issue was not duplicated. The device was sent to the biomed after removal from service. The biomed attached a test adapter to the device and powered on the unit. The biomed confirmed the unit was operating properly. The biomed then removed the test adapter and the device alarmed for a patient disconnect. The biomed reattached the test adapter and the alarm went away. The biomed unplugged the proximal line and the device gave a proximal line disconnect alarm. The biomed reattached the test adapter and the alarm went away. The biomed informed the rse that they would connect with the nurse and check to see if the mask setup might have been incorrect and call back if necessary. The investigation is ongoing.